Event description:
Physician stated the patient came in for a diagnostic procedure on (B)(6), 2023. A 5f sheath was used at the access site. No intervention was needed. The physician noted the artery was "diseased". The access site was closed with vascade closure device 5f. Per physician, the device was inserted and when sheath was removed, he was able to pull the device back to the arteriotomy. He achieved temporary hemostasis with the disc and deployed the collagen successfully. Five minutes of pressure was held. Per physician, hemostasis was achieved and groin was soft and supple. No issue of bleeding after the hold time, nor in recovery. Patient ambulated fine and was discharged. The patient called the hospital two days post-procedure complaining of "a cold leg". She was seen in the hospital and the common femoral artery was occluded. The patient's leg was amputated as a result of the occlusion. The physician does not believe the occlusion was a result of the use of vascade, however the device was used for closure on this patient.

Manufacturer narrative:
Fluoroscopy of the disc position before collagen deployment was not obtained, and the images were not provided to cardiva medical inc. It should be noted that imaging is specified in the IFU to locate the disc position and arteriotomy location. Imaging also allows the user to assess the severity of the vascular disease, vessel tortuosity, and vessel diameter and identify the presence of an existing stent or other implant at the arteriotomy site. The device was not returned, and images of the sheath and fluoroscopy of the device placement were not obtained. No device malfunction was reported. Conclusion: fluoroscopy was not utilized to verify disc placement; therefore, it cannot be determined if the disc was properly placed for deployment. Additional procedural factors such as sheath exchange, insertion of closure device in conjunction with the degree of the vascular disease and condition (calcification near the arteriotomy site), and insufficient hydration time of the collagen may have been contributing factors to this event but this is unknown. The physician does not believe the occlusion was a result of the use of vascade, however the device was used for closure on this patient.